Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had a short circuit on contact 0 <(>&<)> 1 of 133 ohms. The rep indicated the impedances were in normal range when they left the patient at the time of implant. The hcp wanted to do a full-body MRI of the patient for an unrelated shoulder surgery, however technical services reviewed that this was not recommended. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the nurse practitioner was trying to program the other contacts around 0 and 1.